Event description:
Pt called lfs and alleged that their new meter was reading inaccurately high. The pt was experiencing symptoms at the time of testing. They obtained a result of 374 mg/dl on their meter. They retested on two other meters and obtained results of 92 and 98 mg/dl. The test strips were in good condition, codes matched, and the technique for applying blood to the test strip and cleaning the puncture site were done correctly. The pt performed two control solution tests with one vial of test strips, both failed. They then opened another vial of test strips and performed test, which passed. Based on the info provided, there was a strip malfunction. There is no evidence that the meter contributed to a serious injury. A new meter and testing supplies are being sent to the pt.